Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor within 10 minutes. Results of 20 mg/dl and 137 mg/dl were plotted on the parkes error grid. The results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
This (B)(4) study patient underwent successful stenting of the proximal right internal carotid artery on (B)(6), 2009. There was no patient injury. The patient was noted to be doing well at the 30 day follow-up. Updated information from the outcome database indicates that the patient expired on (B)(6), 2010. The event was noted as unrelated to the index procedure and implanted stent. The study coordinator stated that they did not have a cause of death. The patient was found dead at home, and no autopsy was performed. There is no known next of kin, and no death certificate. The site found out about the patient's death when they called the patient for his one year follow-up, and found the phone to be disconnected. The patient's medical history is significant for hyperlipidemia, CABG, diabetes mellitus, coronary artery disease, coronary percutaneous revascularization and hypertension.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give numeric value for readings less than 20 mg/dl. A "lo" display message indicates a reading less than 20 mg/dl.

Manufacturer narrative:
Customer's reported product was returned for investigation. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification and the standard deviation was within specification. No errors were observed during control solution testing. The readings the customer reported were found in the meter memory however, were located outside the ten minute time frame. This is a final report.

Manufacturer narrative:
The date received by manufacturer on follow-up #1 should have reflected the date of (B)(6) 2010. As per the arrangements discussed with the office of surveillance and biometrics at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(6) 2011 letter addressed to (B)(4).